Event description:
A healthcare professional reported that nm-f4445 lot#0028659 implant lacked primary stability on tooth #4. A secondary implant was placed after removal. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient is healthy. The device was forwarded to the manufacturer. No other medical issues were reported.